Manufacturer narrative:
Evaluation summary: during the analysis negative pressure was applied with a syringe on the proximal balloon. The test did not show evidence of leak due to the presence of dry radiopaque solution in the inflation lumens. Once removed the obstructions, trying to inflate the proximal balloon a leak was found. The analysis of the damage on the proximal balloon was conducted using a microscope. The magnification highlighted a cut on the proximal balloon. The cut shows a scratch line towards the proximal part of the balloon, affecting part of the balloon length.

Event description:
The physician was attempting to use a mo.ma ultra cerebral protection device to treat a lesion in the left common carotid artery. The lesion was moderately calcified with moderate tortuosity and 97% stenosis. Artery diameter: 5.9 mm x 13mm. The mo.ma device was been used with a 9f sheath and a 0.015 guide wire. The lesion was pre-dilated. The device was inspected and prepped prior to use with no issues noted. The device was been used as per the IFU. No resistance noted during advancement to the lesion however during inflation the proximal balloon could not be properly inflated (stopcock was used during inflation). A second mo.ma was attempted and the same issue occurred, the proximal balloon could not be properly inflated. A third mo.ma was used successfully used with the same accessory equipment. No clinical sequelae reported. When the devices were returned to the manufacturing facility for evaluation, it was noted that the balloon on both devices were damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.